Manufacturer narrative:
Did extensive testing and observation on this unit, including vibration, and high - and low - heat testing. Could not ever stimulate the reported dynamic. Full mechanical and electrical eval was performed. Device will be returned to the user after standard calibration documentation. No corrective action.

Event description:
Transport ventilator "stopped cycling" on a pt (it did alarm - no injury to pt - assumedly backup ventilation was used).